Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information subsequently received on 10/1/2010 revealed the patient had died. Of note, the reportable injury is normally submitted via a bimonthy medwatch report submission that would have been due on 10/10/2010. However, as there is now information that reasonably suggests that the device has or may have caused or contributed to a death, this now requires submission as a 30-day report. Evaluation summary (B)(4) no anomalies found.

Event description:
It was reported that the patient's newly implanted device was undersensing rv (right ventricular) channel and patient started to have "runs of vt." Device was explanted and replaced. Later review of manufacturer's database revealed the patient died the day after this surgery. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up revealed "they replaced the device with another pm because the md thought the lead was causing the vt and needed repositioning."

Event description:
It was reported that the patient's newly implanted device was undersensing rv (right ventricular) channel and patient started to have "runs of vt." Device was explanted and replaced. Later review of manufacturer's database revealed, the patient died the day after this surgery. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Information subsequently received on 10/1/2010 revealed the patient had died. Of note, the reportable injury is normally submitted via a (B)(4) medwatch report submission that would have been due on 10/10/2010. However, as there is now information that reasonably suggests that the device has or may have caused or contributed to a death, this now requires submission as a 30-day report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information subsequently received on 10/1/2010 revealed the patient had died. Of note, the reportable injury is normally submitted via a bimonthy medwatch report submission that would have been due on 10/10/2010. However, as there is now information that reasonably suggests that the device has or may have caused or contributed to a death, this now requires submission as a 30-day report. Evaluation summary (B)(4) no anomalies found.

Event description:
It was reported that the patient's newly implanted device was undersensing rv (right ventricular) channel, lost capture a couple times, and patient started to have "runs of vt." Device was explanted and replaced. Later review of manufacturer's database revealed the patient died the day after this surgery. Follow up revealed "they replaced the device with another pm because the md thought the lead was causing the vt and needed repositioning" as was dislodged. Later reported patient admitted 10 days prior to death with hypokalemia, hypotension with atrial fibrillation, cardioverted successfully. Later developed clostridium bacteremia, respiratory failure and pulmonary edema with respiratory arrest requiring intubation and mechanical ventilation. Remained hypotensive, became asystolic, and decision made by family not to perform heroic measures. Cause of death noted to be cardiopulmonary arrest, cardiomyopathy, and lymphoma.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information subsequently received on 10/1/2010 revealed the patient had died. Of note, the reportable injury is normally submitted via a bimonthy medwatch report submission that would have been due on 10/10/2010. However, as there is now information that reasonably suggests that the device has or may have caused or contributed to a death, this now requires submission as a 30-day report. Evaluation summary (B)(4) no anomalies found.